Event description:
Total number of white cells per unit cannot be determined as product volume for the unit inquestion is unknown.

Manufacturer narrative:
Root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.a conclusive root cause for the higher than expected wbc content in the platelet productreported for these procedures cannot be confirmed through run data file analysis. While the trimaaccel system is typically robust against flow adjustments, it cannot be ruled out that the changesin inlet flow rate, and therefore centrifuge speed and lrs chamber flow rate disrupted the steadystate of the system and contributed to the higher than expected wbc content reported for thisprocedure. Alerts that could contribute to wbc contamination of the platelet product, such as¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this procedure. As the rbcdetector cannot count the cells passing by, in order to generate a ¿potential wbc contaminationdetected¿ message, the rbc detector signals must see a significant change in the reflectancevalues. In this case, rbc detector reflectance signals did not indicate that wbcs were escapingthe lrs chamber. Therefore, the run data file reported that the platelet product could be labeledas leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may bedonor related. A potential reason for this donor related leukoreduction failure may be, but is notlimited to, a high wbc count.it is also possible that the laboratory instrument used to enumerate the residual wbcs exceedsthe manufacturer's specifications for detecting measureable wbc counts, thus generatingerroneously high residual wbc counts.

Manufacturer narrative:
This report is being filed to provide in corrected information ing.5investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide updated investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data filedid not show a conclusive root cause for the higher than expected wbc content reported for thiscollection. Alerts that could contribute to wbc contamination of the platelet product, such as¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this procedure. There were noevents (alerts, adjustments, changes in pump speed, substate changes, etc.) During theprocedure that could have caused wbcs to escape from the lrs chamber. It is possible, thoughnot conclusive that this leukoreduction failure is donor related.an additional rdf was provided as the customer was unsure of the procedure that contained theelevated white blood cell (wbc) content in the platelet product. The run data file (rdf) wasanalyzed for this event. A conclusive root cause for the higher than expected wbc content in theplatelet product reported for these procedures cannot be confirmed through run data file analysis.while the trima accel system is typically robust against flow adjustments, it cannot be ruled outthat the changes in inlet flow rate, and therefore centrifuge speed and lrs chamber flow ratedisrupted the steady state of the system and contributed to the higher than expected wbccontent reported for this procedure. Alerts that could contribute to wbc contamination of theplatelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in thisprocedure. As the rbc detector cannot count the cells passing by, in order to generate a¿potential wbc contamination detected¿ message, the rbc detector signals must see a significantchange in the reflectance values. In this case, rbc detector reflectance signals did not indicatethat wbcs were escaping the lrs chamber. Therefore, the run data file reported that theplatelet product could be labeled as leukoreduced. It is also possible, though not conclusive, thatthis leukoreduction failure may be donor related. A potential reason for this donor relatedleukoreduction failure may be, but is not limited to, a high wbc count.investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The wbc count is not available at this time.